Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not communicating with the flat detector which was preventing system booting and fluoroscopy. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the system was not communicating with the flat detector due to an unstable power supply. To resolve the issue, the fse replaced the faulty power supply for the flat detector. The defective part was sent for analysis, for power supply flat detector unit, malfunction was observed, and the failure was found to be electrical defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not communicating with the flat detector which was preventing system booting and fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.